Event description:
The patient was revised to address micromotion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr xl acetabular system - right hip implanted (B)(6) 2009. Revised due to micro motion to femoral component so removed and another primary cemented stem, femoral implant & sleeve adaptor were implanted leaving acetabular cup in situ. Patient fine after revision but now has high cobalt levels. Update received: (B)(6) 2013 - added (B)(4) reference number: (B)(4), amended implant date: (B)(6) 2009, amended revision date: (B)(6) 2010 and clarified details. Update - additional surgeon , patient initials patient gender, filled in all mw fields, all expiry and manufacturing dates. Taken from legal letter dated (B)(6) 2015 patient gender - female. Patient initials - (B)(6). Additional surgeon - mr (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.